Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 - 370 mg/dl. Reportedly, customer was new to the pump and did not deliver enough insulin via bolus delivery for the amount of carbohydrates consumed. Customer required assistance from parent to treat bg level via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.